Event description:
An adc customer reported that on (B)(6) 2010 at 0900 she received erratic readings of 409mg/dl, 69mg/dl and 124mg/dl on her fs lite meter obtained within a ten minute time frame. When plotted on the parkes error grid the readings fell into the "c" zone showing the difference in values is considered clinically significant. Customer further reported that due to the readings she did not take "the correct dosage of insulin" and experienced feeling "shaky, dizzy, weak and (was) sweating" and also "felt low than high" as a result. No third party medical intervention was reported and customer reported self-treating with non prescription medication or food but did not specify the treatment. There was no report of death or permanent impairment associated with this report.

Manufacturer narrative:
Customer's meter has been requested back for investigation and a supplemental report will be sent once new information is obtained.

Manufacturer narrative:
The device (serial no: (B)(4)) was returned and an investigation utilizing retained test strip (lot no: 0923219) and retained control solutions ((B)(4)) has determined the complaint is not confirmed. All results were within range specification and no errors were observed.